Manufacturer narrative:
The insulin pump passed the reset error test. No reset error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed for unexpected restart during normal use. The insulin pump was not stored for an extended period of time. The restart occurred after a battery change. Advised that the insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)